Event description:
It was reported that the lead was returned for analysis due to high pacing lead impedance. No further information was known at this time.

Manufacturer narrative:
The reported field event of high pacing lead impedance was confirmed in the laboratory and was due to excess medical adhesive found on the ring electrode and helix.